Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-00226. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address an implant fracture and related implant noise. No further information has been made available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information the following sections were updated:

Event description:
It was reported that post- total hip arthroplasty x-rays showed radiolucency of unknown measurement around the stem medially. Timeframe between initial procedure and x-rays are unknown. Attempts have been made and no further information is available at this time.